Event description:
New information received indicates that the noise got worse after the patient received appropriate therapy.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that multiple episodes of noise on both atrial and ventricular channels simultaneously were observed. No evidence of lead damage was noted via review of fluoroscopy. After defibrillation threshold test, noise was reproducible on both channels by placing pressure on the pocket near the top of the device. It was suspected that this was likely caused by a lead to lead interaction or a device header issue. No further information is available at this time.

Event description:
It was reported that when an asymptomatic patient presented in clinic, episodes of noise were observed on the right ventricular lead. The noise could not be reproduced in clinic, and emi was suspected. The patient will continue to be monitored.